Event description:
User facility mandatory medwatch received that stated: "anesthesiologist in operating room encountered problem with symbiq infusion pump. Pump distal occlusion could not be cleared despite 2 people troubleshooting. Only IV fluids via this pump, however, other pumps had vasopressors infusing which cannot be stopped to troubleshoot. The only way to fix the pump message in this case was to turn it off completely and reprogram the infusion info. Physician was able to fix the pump in around 3 minutes with no further issues during the remaining 2 hours of the case, so I did not remove if from service. Doctor has not talked to the company rep about this issue. These types of pump failures are not uncommon in the physician's experience. The alarms are difficult to clear and resolve. Only when it's life threatening IV drip or critical pt is this an issue. Intensive care unit/cardiac operating room are critical applications. Our facility has also experienced problems regarding air bubbles that accumulate when pumps sit for 1-4 days. We program our cardiac poles with an expiration of 4 days, on days when no cases use these poles. All the pre-anesthesia staff is diligent about clearing lines and tapping tubes to remove air. The drug libraries are very useful for labeling what is infusing and giving ranges of dosing. The physician has experienced hassle in clearing alarms for air, proximal or distal occlusions. The alarms get louder and louder the longer you take to fix them, and eventually the pump gives a code violation for pump failure and pump must be tagged and removed for service. This is unacceptable with cardiac operating room pt on 6 or more drips at a time." Upon further query the following was provided that indicated, a general report of an unspecified number of undocumented incidents of delays of critical therapies following alarm conditions. On unspecified dates and times, the devices were programmed for deliveries of unspecified cardiac medications. No specific programming parameters were provided; however, the customer contact indicated that the devices were programmed and placed into standby for between 12 to 48 hours prior to the surgical procedures. After unspecified lengths of time, the nurses reported the devices alarmed for either proximal occlusion, distal occlusion or air in line. It was reported that there were unspecified delays in therapies critical to the pts. The devices were removed from clinical service. Therapy was resumed using replacement devices and tubing sets. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(6) 2011. The report number is (b)(46). The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.